Manufacturer narrative:
(B)(4). (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that 7 knee revisions occurred due to meniscal bearing dislocation. No further information is available at this time.